Manufacturer narrative:
Please note that the device was received on oct 16, 2015. Complaint conclusion: the balloon of a powerflex pro pta catheter was burst (longitudinal rupture) at normal pressure during the percutaneous transluminal angioplasty (pta) surgery. There was no report on patient injury. No additional information can be provided. The product was returned for analysis. One non-sterile unit of powerflex pro 8mm x 4cm 135cm balloon catheter was returned. Per visual analysis the balloon appeared to have been inflated and deflated. No other anomalies were observed. A leak test could not be performed due to a leak noted in the balloon. Per sem analysis the balloon¿s external and internal surfaces exhibited evidence of scratches near to the edge of the burst. The proximal marker band exhibited no anomalies. A device history record (DHR) review of lot 17221877 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the very limited information available for review, procedural factors or patient condition may have contributed to the burst as evidenced by scratches noted on the inner and outer surfaces during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(6). The device is expected to be returned for analysis; however, it has not yet been provided. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the surgeon that the balloon of a powerflex pro pta catheter was burst (longitudinal rupture) at normal pressure during the percutaneous transluminal angioplasty (pta) surgery. There was no report on patient injury. No additional information can be provided.